Event description:
Medical affairs was unable to get in contact with the pt and will be sending a letter to obtain more clinical info. The pt called alleging the meter did not power on. They explained blurred vision and felt faint at the time of testing. They tested on a friend's meter and obtained a reading anywhere from 60-257 mg/dl. They took their oral medication and went to the hospital. They were hospitalized for five days. They were treated with IV and insulin and advised to be on bed rest. No info on what their readings were at the hospital or the diagnosis. The batteries were in good condition and correctly installed. The batteries were replaced less than a year ago. They were unable to provide any further info about the incident.